Manufacturer narrative:
The sapien 3 valve was not returned to edwards lifesciences as it remains implanted in the patient. Medical records review revealed the patient presented with severe aortic stenosis. During the transfemoral index tavr procedure, balloon aortic valvuloplasty (bav) was performed prior to the deployment of a 20mm sapien 3 valve in the aortic position. The implant was successful with a ¿tiny perivalvular leak by echo¿. No complications were reported. The patient was discharged to home on postoperative day (pod) 1 in stable condition. During the 30-day follow-up visit, the findings were consistent with a normal functioning valve. Trivial perivalvular leak (pvl), no central regurgitation and mildly increased mean gradient of 23mmhg. Tte performed 4 months later, at the 6-month follow-up visit, revealed a normally functioning valve with mildly increased mean gradient of 27mmhg. Trivial pvl and no central regurgitation were reported. Tte performed at the 1-year follow-up visit revealed a normally functioning valve with a mean gradient of 23mmhg. No central regurgitation or pvl and no intracardiac thrombi, masses or valvular vegetation were reported. The tte performed at the 2-year follow-up visit revealed a normally functioning valve with a mean gradient of 27mmhg and mild av regurgitation which was indeterminate in origin. Tte performed 3 years and 6 months post implant revealed an ¿abnormally¿ high av mean gradient of 36mmhg and prosthetic aortic valve stenosis. Repeat tte, performed 20 days later, confirmed the high aortic valve gradient and mild prosthetic aortic valve central regurgitation. 2 of the 3 leaflets show thickening at the leaflet tips. One leaflet shows significant thickening of the entire leaflet length with restricted motion. The evidence indicated patient-prosthesis mismatch (ppm) and structural valve degeneration. The discussion for a possible valve in valve procedure is currently ongoing. Per the instruction for use (IFU), valve stenosis, regurgitation and device degeneration area potential risks associated with the use of the bioprosthetic heart valves. Valve degeneration may present as an increased gradient/velocity, decreased valve area and/or central regurgitation. This may result in symptoms such as sob and decreased exercise tolerance. Structural valve degeneration (svd) refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Per the IFU and training manuals: incorrect sizing of the valve may lead to residual gradient (patient-prosthesis mismatch). Residual mean gradient may be higher in a ¿thv-in-failing bioprosthesis¿ configuration than that observed following implantation of the valve inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. It is important that the manufacturer, model and size of the preexisting bioprosthetic valve be determined, so that the appropriate valve can be implanted and a prosthesis-patient mismatch be avoided. Additionally, pre-procedure imaging modalities must be employed to make as accurate a determination of the inner diameter as possible. According to literature review, prosthesis¿patient mismatch (ppm) occurs when the effective orifice area (eoa) of the prosthesis is physiologically too small in relation to the patient's body size, thus resulting in abnormally high post-operative gradients. According to varc-2, severe ppm is defined in the aortic position by an indexed effective orifice area of <0.65 cm2/m2, and the incidence of severe ppm after surgical aortic valve replacement ranges between 2% and 20%. The presence of ppm is prognostically important because ppm results in higher valve gradients. The risk of ppm can be anticipated at the time of avr by calculating the predicted indexed from the normal reference value of eoa of the selected prosthesis and patient¿s body surface area. Ppm is characterized by high transprosthetic velocity and gradients, normal eoa, small indexed eoa, and normal leaflet morphology and mobility. Transesophageal echocardiography and multidetector computed tomography are particularly helpful to assess prosthetic valve leaflet morphology and mobility, which is a cornerstone of the differential diagnosis between ppm and pathologic valve obstruction. Severe symptomatic ppm following avr with a bioprosthetic valve may be treated by redo surgery or the transcatheter valve-in-valve procedure with fracturing of the surgical valve stent. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. The patient screening manual instructs the operator on proper assessment of patient¿s anatomy, including the use of echo, aortogram and CT to appropriately measure the annulus diameter/failing surgical valve ¿trueid¿, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals instruct the operator on proper valve sizing being critical to avoid prosthesis-patient mismatch. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. In this case, based on the limited information provided, the root cause for the valve degeneration and ppm 3 years and 7 months post valve implant could not be confirmed, but may be related to the patient¿s co-morbidities (chronic kidney disease) or pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Additional information: section h10: narrative text. Review of medical records revealed that the 'aortic valve is moderately calcified, moderate to severely stenotic and there is mild to moderate aortic valve regurgitation'. As documented in a clinical technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, 3 years and 7 months post implant of a 20mm sapien 3 in the aortic position, valve stenosis was diagnosed. The patient is currently being evaluated for a possible valve in valve procedure. No further information is available at this time.